Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left and right plunger cases, and the top case were counterfeit, the bottom case and battery door were cracked, and there was visible contamination. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing was able to duplicate the reported issue. The root cause was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps. Replaced left and right plunger cases. Performed power up and self-test process. UDI information was unknown.

Event description:
It was reported that the pump exhibited a check plunger sensor error. No patient injury was reported.